Manufacturer narrative:
Reportedly there was no patient involvement. Date of event is unknown. Device is an instrument and is not implanted/explanted. Therapy date of concomitant device is unknown. (B)(6). A device history record review has been requested. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the during a routine inspection, four (4) devices were noted to have product problems. Per reporter, it is unknown when the devices were last used in a procedure. The knob on top of the handle (handle of the inserter for ti elastic nails) was found to be broken. The handle was broken in 3 pieces. The tip of the interlocking t25 screwdriver was found to be twisted. The ratcheting handle with quick coupling is having issue with insertion and release of the quick connect. The tip of t15 stardrive screwdriver is worn, twisted and is missing one of its teeth. Concomitant device reported: unknown quick connect (part number unknown, lot number unknown, quantity 1). This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part no.: 359.219 , lot no.: 3659645 , manufacturing location: haegendorf , release to warehouse date: 10.mar.2011 . No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Device condition: the elastic nail inserter was received with the cross pin on the proximal end of the device broken through the threads. The fracture sites were examined and no material voids or irregularities were identified. Witness marks consistent with impact were observed on the blue handle and on the broken cross pin. The coupling mechanism was tested and found to function as intended. The balance of the device shows surface wear consistent with use and which would not impact the functionality. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. Lot number review: no service history review can be performed as part number 359.219 with lot number(s) 3659645 is a lot/batch controlled item. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The lot went through the required steps during the inspection at the time of manufacturing and the DHR records showed no issues concerning the material or material conditioning. Release to warehouse date: 10.mar.2011 drawing review: based on the date of manufacture the drawings, reflecting the current and manufactured revision, were reviewed. The diameter of the shaft adjacent to the break was found to measure 13.975/13.956. This is within the specification of 14mm g10(-0.006/-0.076). Drawing (effective 18dec2013) updated the design form a single cross pin to a two (2) component cross pin. Change was initiated to improve the strength of the t-handle. The breakage of the t-handle was determined to be due to the inability of the design to withstand extensive hammering. Thus, as this device was manufactured prior to the change and based on the returned condition, the complaint condition was determined to be included in change. During the investigation no unaddressed product design issues or discrepancies were observed that may have contributed to the complaint condition. Risk assessment review: as a confirmed design issue was identified, the risk assessment documentation was reviewed. The ten/sten system design and clinical risk management (dcrm) document was reviewed and found to adequately address the complaint condition. Conclusion: a device history record (DHR) review, device inspection, drawing review, complaint history review, and risk assessment review were performed as part of this investigation. The complaint condition is confirmed as the cross pin was returned broken. This condition was determined to have been addressed by design change. No new malfunctions were observed during the course of this investigation. The risk assessment was found to adequately address the complaint condition. A corrective and/or preventative action is proposed or already launched. See related action. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.